Manufacturer narrative:
The product was reported to be a cortoss 10 cc ous catalog #2101-0000, lot #a1903028. Inspection and device evaluation could not be performed because the product was not returned. A review of product history identified no relevant manufacturing issues and a review of complaint history identified no similar complaints. The cortoss IFU includes the following: pedicle screw augmentation requires application of cortoss in a specific sequence. If one level is being treated, the first augmented screw in a given vertebra must be allowed to cure before the second screw of the same vertebra is augmented. This is because of the pressure gradients that may occur in the enclosed vertebral space. Alternating lateral and a/p views should be used to ensure that the filling volume is visualized. If more than one level is being treated, each level must be completed sequentially on one side before treating the other side, i.e. Treat all screws on the left side, followed by all screws on the right side or vice versa. In any single vertebra treated with cortoss, one side must be allowed to polymerize (harden) before the contralateral pedicle is augmented. Use of cortoss bone augmentation material is contraindicated in the presence of one or more of the following clinical situations: for screw augmentation: breach of the pedicle wall when augmenting pedicle screws. Injection of cortoss in this situation will carry a high risk of leakage into the spinal canal or neural foramen. Cement leakage may cause tissue damage, nerve or circulatory problems, and other serious adverse events. The surgeon reportedly breached the pedicle on two or three levels. The most plausible root cause for the reported event is that the pedicle was breached. Device will not be returned for evaluation.

Event description:
It was reported that a physician encountered difficulties using cortoss. Per the company representative, the cortoss had 45 minutes to an hour to equilibrate before being used. The patient had poor bone quality and the vertebral bodies were filled with approximately 2 cc of cortoss. The pedicle was breached on two or three levels and cortoss leaked onto the spinal cord. Approximately 1.5 hours after the injection, the patient¿s motor function decreased; noted through neuro monitoring. There was a two- hour extension of surgery as the physician removed the screws, lamina, and cortoss which had leaked along the cord. The patient¿s motor functions completely returned after a couple of hours. The patient's spine was left without instrumentation, with no plans to revise. This record captures the first of two units of cortoss.